Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No obvious signs of use were observed. Visual analysis revealed that the guide wire was partially advanced into the needle cannula. An attempt to retract the guide wire was performed; however, it was noted that the guide wire was stuck inside the needle cannula. Microscopic examination revealed a build-up of a white particulate inside the tubing adapter. The returned guide wire was returned partially advanced into the needle cannula and was unable to be retracted. It appeared to be stuck inside the cannula. A lab inventory guide wire tubing with handle component (swg outer diameter measured 0.381mm) was inserted into the bevel end of the needle cannula. Resistance was encountered throughout the cannula extrusion until it reached the location where the guide wire was stuck. The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". Manufacturing has previously been contacted as part of this complaint investigation. They confirmed that this is a verified teleflex issue that requires further evaluation via a nonconformance. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was stuck inside the needle cannula. This created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and the past comments from manufacturing, the root cause is manufacturing related. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no patient involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."

Manufacturer narrative:
Qn# (B)(4). Associated MDR(s): 9680794-2024-00839,9680794-2024-00871,9680794-2024-00872 ,9680794-2024-00875,9680794-2024-00876,9680794-2024-00877,9680794-2024-00878,9680794-2024-00879,9680794-2024-00880 ,9680794-2024-00881,9680794-2024-00882,9680794-2024-00883,9680794-2024-00884,9680794-2024-00885,9680794-2024-00886 ,9680794-2024-00887,9680794-2024-00888,9680794-2024-00889,9680794-2024-00890,9680794-2024-00891,9680794-2024-00892 ,9680794-2024-00893,9680794-2024-00894,9680794-2024-00895,9680794-2024-00896,9680794-2024-00897,9680794-2024-00 899,9680794-2024-00900,9680794-2024-00901,9680794-2024-00902,9680794-2024-00903,9680794-2024-00904,9680794-2024-00905 ,9680794-2024-00906,9680794-2024-00907.

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no patient involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."